Event description:
It was reported that the ilet user experienced hypoglycemia with a blood glucose of 59 mg/dl following a dinner announcement during the initial learning period and subsequently had repeated lows after treating the event with lasagna and ice cream, indicating an improper or incorrect treatment approach rather than a device malfunction. Symptoms included hypoglycemia without reported physical complaints. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.